Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the catheter was unable to be inserted through the sheath. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). This event is occurred in the japanese market with a transray 40 cc iab, which is a significantly similar device to sensation 40 cc which is sold in the us. For d4: di number has been used for sensation 40 cc (01)10607567106779, which is sold in USA. Provided d4 lot number, d4 expiration date , h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA.